Event description:
As reported by the user facility (translation of user facility): over infusion: infusion was delivered too fast. There were no alarm; infusion line was scrapped by the customer; the biomed tech has tested the pump, no failure was detected.

Manufacturer narrative:
(B)(4). Result of examination: the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has been received at our service dept in (B)(4) and the investigation is on going at this time. A f/u report will be submitted when the results of the investigation become available. (B)(4).